Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia (s3ur) valve in the mitral position in a non-edwards pre-existing surgical valve, a 14mm septostomy was performed on the septum. The first 29mm s3ur was unable to cross the septum (skirt part), so the physician requested to dilate with a bigger balloon and perhaps consider re-puncturing. The physician asked the fcs to prep another sheath -- as they were doing that, the surgeon removed the esheath and delivery system and realized the valve was stripped off the balloon and was stuck in the femoral vein. The operators were able to use a catheter to push the crimped thv into the inferior vena cava (ivc) and partially deploy it with a true balloon. A stent was then placed inside of the 29 s3ur in the ivc. The physician decided not to re-puncture and just re-balloon the septum with 16mm atlas balloon. A new sheath/ commander/ and thv were prepped. The second valve still had difficulty crossing the mitral surgical valve but eventually crossed by using a pigtail catheter (contralateral) to nudge the thv through the mitral valve replacement (mvr). The implant was successful and the patient is doing great.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with commander with s3/s3u/s3ur IFU was reviewed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for thv dislodged off balloon during withdrawal through sheath was unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of IFU/training materials revealed no deficiencies. As reported, 'the physician asked the fcs to prep another sheath -- as they were doing that, the surgeon removed the esheath and delivery system and realized the valve was stripped off the balloon and was stuck in the femoral vein. While information regarding patient anatomy, such as levels of calcification, tortuosity, and/or vessel size was not provided, it is possible that anatomical factors may create non-coaxial withdrawal angles of the delivery system into the sheath. Non-coaxial withdrawal angles may make the crimped thv more susceptible to catching on the sheath tip, and if additional pull force is applied on the delivery system it can cause the crimped valve to shift distally and dislodge off the balloon, as reported. As such, available information suggests that procedural factors (device manipulation) may have contributed to the thv dislodged off balloon event. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.